Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and report number 3005099803-2024-06486 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the screen turned black. Rebooting the processor restored the image. The procedure was completed with the same exalt model d scope. There were no patient complications reported as a result of this event.